Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the stored electrograms revealed that the implantable cardiac monitor exhibited under-sensing leading to false pause episodes. The patient would be monitored.